Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the clinic for routine follow-up. Upon interrogation, the right ventricular lead exhibited noise. The lead was capped and replaced on (B)(6) 2016. The patient was doing well post procedure and would continue to be monitored.